Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire tip detachment occurred. The 100% stenosed lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. The tip of the journey guide wire was bent and detached. The tip remained in the proximal tibial artery. The tip was stented to the vessel wall with a non bsc stent. The procedure was completed with a v18 guide wire. No further patient injuries were reported. The patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire tip detachment occurred. The 100% stenosed lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. The tip of the journey guide wire was bent and detached. The tip remained in the proximal tibial artery. The tip was stented to the vessel wall with a non bsc stent. The procedure was completed with a v18 guide wire. No further patient injuries were reported. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, evaluation summary attached: updated method, results, and conclusion: updated. Device evaluation by manufacturer: the guidewire was returned fractured. The high torque sleeve (hts) measured approximately 6.25 in, which indicates that approximately .75 in of the distal tip including the coil wire/core wire/ribbon joint were detached/separated from the guidewire and not returned for product analysis. A small portion of the hts was removed to expose the corewire. Microscopic inspection revealed a corewire fracture. Analytical testing concluded that there was bending in the area of where the fracture occured. There is evidence that the corewire fracture was due to twisting of the guidewire and then pulled to failure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).